Event description:
Patient was revised to address pain. Update rec'd 2/26/2015- litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and toxic cobalt chromium metal ions. An unknown stem is now being added to address allegations of toxic metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/11/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. A correct doi was provided. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:11/24/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.